Event description:
The international customer sent the v60 unit to the international service center for routine periodic maintenance. The service technician during service identified in the diagnostic log the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. There was no patient involvement.